Manufacturer narrative:
The insulin pump had frozen display during the startup count down due to fractured solder joints on connector of the motherboard. No further tests could be performed due to due to frozen display. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen screen. Customer's blood glucose was 90 mg/dl. The customer stated that the insulin pump was 30 minutes behind on time and unresponsive buttons. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.